Manufacturer narrative:
One controller was returned for evaluation. The reported event (high priority alarms) was confirmed at the bench level. The controller failed visual inspection and functional testing. The failure was caused by the controller port 1 connector that had an internal electrical connection on location #3 that was disconnected. This condition prompted the controller to react as if there was nothing connected to that port. Additionally, the controller port 1 and port 2 connectors were found loose from the controller housing. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The manufacturer is currently investigating the root cause of loose connectors in the controllers with the supplier. The most likely root cause of the reported event can be attributed to improper assembly of port 1 connector that had an internal electrical connection on location #3 that was disconnected. This condition prompted the controller to react as if there was nothing connected to that port. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
It was stated from the site that the patient was transplant. No additional information was given. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient called on (B)(6) 2015 stating that he changed out his controller due to a high priority alarm, patient was unsure what alarm message it was. Patient stated he tolerated the controller exchange well. Patient was seen during his clinic visit on (B)(6) 2015, and alarm history showed a critical battery alarm. A new controller was issued to the patient as his backup. Patient also stating in clinic visit that he was also having occasional power switching on controller. Manufacturer representative was notified after clinic visit and log files were requested to view the batteries associated with critical battery alarms. No additional information provided. Investigation is ongoing.